Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the full-height cubie drawer 4 on the auxiliary unit was not opening. Upon inspection, it was observed that the ball bearings had come loose and were scattered. The device was powered down to safely remove the drawer, and the slide rails were replaced. The drawer was then reinstalled, and the system was rebooted. The drawer was verified to be fully operational. The customer successfully recovered and inventoried the drawer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure occurred. The customer reported that the drawer repeatedly became stuck and was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.